Event description:
It was reported that the device was shooting out metal shavings during sterile processing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that the device was shooting out metal shavings during sterile processing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.